Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h812692302, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, lot# hg29nrh01, product type: catheter. Product ID: 8578, lot# hg278n507, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-feb-2014, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (1 mg/day, 7.2 mg/ml) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, during a typical pump replacement due to early replacement indicator (eri), the hcp swapped out the pump connector for a new 8578 as they found a leak in the old one (8709sc, lot#; h812692302). The new connector also had a leak after the hcp attempted to push saline through (hcp had already aspirated). Due to the high pressure in the catheter, the pump connector gave way and another leak was found to be present. This occurred again with a second 8578 that was opened per hcps request. Following this, the hcp decided and found there was an occlusion at the tip of the catheter. A full system replacement was done with an ascenda catheter. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed stated that the hcp was able to aspirate the catheter during the pump replacement, however, the hcp found the catheter to have high resistance due to an occlusion at the catheter tip. The issue was resolved at the time of this report. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# unknown explanted: (B)(6) 2018 product type catheter product ID 8709sc lot# h812692302 implanted: 2012-04-02 explanted: (B)(6) 2018 product type catheter product ID 8578 lot# hg29nrh01 serial# product type catheter product ID 8578 lot# hg278n507 product type catheter h3; catheter (h812692302) codes have been updated to the following; results 144, method 10, conclusion 19. Catheter (hg29nrh01) codes have been updated to the following; results 213, method 10, conclusion 67. Catheter (hg278n507) codes have been updated to the following; results 144, method 10, conclusion 19. Catheter (unknown segment) codes have been added: results: 180, method 10, conclusion 22. H6; analysis of the catheter (lot# h812692302) identified a hole in the catheter body which is consistent with use. Analysis of the pump (sn; (B)(4) found no anomalies. The returned device passed all testing in the laboratory. Analysis of the catheter (lot#; hg29nrh01) identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Analysis of the catheter (lot #; hg278n507) identified a hole in the catheter body which is consistent with use. Analysis of the catheter (unknown lot#) identified an area of compression on the catheter body. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.